Event description:
It was reported that the device was explanted due to a full power on reset. The device was not implanted sub-muscular. No patient complications were reported as a result of this event. Further information received indicates that the patient had experienced dizziness, and device power on reset a couple of times.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis revealed that the power on reset was due to fractured hybrid bond wires.